Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was able to be passed through a c315 catheter but with resistance due to the bent helix. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when contrast was used to examine the lead tip after screwing in the helix to the heart wall, the helix was found to be curved. When the helix was inserted into the catheter, there was a slight difficulty in moving the lead forward. An alternate lead was implanted. No patient complications have been reported as a result of this event.